Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04574 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered pain due to eroded mesh, and received additional medical treatment and procedures. According to the physician's office, the patient presented with pain, intercourse problems, and exposed mesh which the physician excised. In (B)(6) 2010, the mesh was not visible. In (B)(6) 2011, the patient experienced tenderness and yeast infections. The patient was not present at a scheduled follow up appointment in (B)(6) 2011. In (B)(6) 2011, the patient presented with vaginitis. The patient was last seen in (B)(6) 2011. All other information is unknown and unavailable.